Event description:
The patient came to the ER in cardiac arrest and was successfully resuscitated and admitted. The next day the patient was in ventricular fibrillation and the monitor did not recognize the rhythm nor did it alarm. Rhythm was recognized by nurse who was at nursing station and a code was called.device #1is this a laboratory device or laboratory test?no.